Manufacturer narrative:
Patient information now provided. Patient weight not available from the site. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative tested the navigation system with a c-arm and imaging system. The medtronic representative was able to accurately navigate the blunt probe with spine demo model. The medtronic representative was unable able replicate any inaccuracies.

Manufacturer narrative:
On 03/22/2016 software investigation completed. Findings are that this is not a software issue. Site used a globus driver (non-navigated) to place the screw. Site used the application in an off-label way and was unsuccessful. Software functioning as designed. On 03/29/2016 a medtronic representative, following-up at the site, found the reported issue could not be replicated.

Event description:
A medtronic representative received a report from a site on (B)(6) 2016, that on (B)(6) 2016, while in a fluoronav spine procedure, the surgeon alleged an inaccuracy. The surgeon was using the medtronic apt awl, medtronic pedical probe, and medtronic tap to create the hole for the screw and a globus driver (non-navigated) to place the screw. However, when the surgeon was navigating the globus driver, and was perpendicular to the anatomy, the surgeon noted a 10 degree inaccuracy in the software. A fluoro image was taken of the anatomy after the screws were placed and 2 of the screws were approximately 3-4 millimeters inaccurate. The surgeon re-positioned the 2 screws that were inaccurate. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported.